Manufacturer narrative:
A complete manufacturing review could not be performed because the lot number was not provided. The device was returned for evaluation. The device was returned inserted through a 7fr introducer sheath (brand unknown). A complete circumferential break was observed at the proximal balloon glue joint. The distal tip of the sheath was severly flared, indicating retraction issues. The distal tip of the balloon was protruding from the distal end of the introducer sheath. Additionally, the balloon material was prolapsed over the distal tip of the catheter, which likely indicates retraction issues. The break at the proximal balloon glue joint was examined under magnification (microscope 10x). The edges at both ends of the break were stretched and jagged, indicating that excessive force caused the break. The outer catheter was stretched just proximal to the balloon glue joint. The investigation is confirmed for retraction issues and a break at the proximal balloon glue joint and is inconclusive for material rupture as full functional testing could not be performed due to poor sample condition (i.e. Outer catheter break and prolapsed balloon). However, the definitive root cause for the balloon rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the pta balloon ruptured (atm unknown). There was no reported patient injury.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. A follow-up attempt was made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time.